Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that false occlusion alarms occurred. Reportedly, customer was admitted to the ICU and reverted to an alternate method of insulin therapy. Customer declined follow up from tandem technical support, therefore no additional information regarding the event could be obtained.